Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery procedure, the reload was placed on tissue but would not close completely, therefore it could not be fired. The affected reload was loaded on a different stapler, it still would not close on tissue. Finally a new device was loaded onto the original stapler and it functioned without incident. The patient was alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.